Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. Customer's blood glucose was 223 mg/dl. The customer stated insulin was able to exit with a fixed prime. The customer also reported their cannula was not bent upon removal of the infusion set. It was also found insulin was unable to exit when the customer reconnected the tubing at the quick release site. Customer was advised their set may be occluded. The customer agreed to return the reservoir for analysis.